Manufacturer narrative:
During a phone conversation with the parent, she confirmed that she purchased the bed second-hand from a friend and did not purchase it through the standard procurement channels (e.g. Direct from sensory medical or through a dme). Sensory medical cannot confirm the bed and the safety sheets were properly set up or functioning as intended at the time of the event, that proper labeling for use was provided or that the caregiver was completing the required use instructions. Sensory medical made multiple attempts to gather information relevant to the investigation. 8/19/2025 text message, voice mail. 8/20/2025 email, text messages, email, phone conversation. Five (5) photos were provided too sensory medical. One of the photos confirms one safety sheet is missing the zipper pull tab / slider. There were two photos that show the bed without the mattress, showing the frame and mattress support slats, which are intact. One photo displays the safety sheet zipper missing the zipper stop piece. Sensory medical requested the sheets to be returned for examination, however as of the writing of this report the parent has not utilized the prepaid shipping label and has not returned the sheets. Given that the bed was purchased second-hand, and there is no order number, sensory medical is unable to determine the lot number information for the safety sheets to review the manufacturing records. Sensory medical was able to review the manufacturing records for the canopy, as the lot number information for the canopy was provided by the parent from the tag on the bed. All required inspections passed the inspection criteria and there were no deviations or nonconformities noted in the records. Warnings are addressed in pack80020 v1.0 cubby bed user manual. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 contains a warning "you are responsible for providing adult supervision when using this product." Page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 12 instructs to secure the cloth cover to the canopy using the included locks. Page 15 explains the key safety feature of the bed. The locks are provided to secure your safety sheet to the canopy and to secure your technology hub (or cloth cover if you're not using the technology hub) to the canopy. The s-clips are included to secure the canopy door zippers closed to prevent user elopement. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary.

Event description:
The parent reported that her child was able to separate the safety sheet zipper by pulling on the sheets, causing a separation in the zipper where the child climbed under the safety sheet and his head became entrapped. She also reported that the safety sheet zipper pull tab broke off the other sheet. The parent confirmed she purchased the bed from a friend, and not through sensory medical or its established distributors. No serious injury is reported. The mother reported the child sustained minor injury (the child had some marks) but no medical intervention was required.